Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the reported issue was not reproduced however, stain was observed on the image guide (ig) bundle. The bending angle found to be insufficient due to the elongation of the angle wire. Furthermore, service repair noted the coating of the insertion section has come off (1mm2 or more) due to handling. Additionally, the following findings during device evaluation were noted on the device: the flexible tube of the insertion section found crushed due to external factors. The watertightness of the operating part (base of the suction port) noted not maintained due to external factors. The curved rubber adhesive part found missing. Scratches found on the eyepiece due to external factors scratches on the operation unit cover due to external factors observed. Scratches found on the grip due to external factors. Scratches on the angle lever due to external factors observed. Scratches found on the ud plate due to external factors. Scratches found on the vent metal under the grip due to external factors. Scratches found on the fixed ring due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the image was difficult to see. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the coating of the insertion tube has come off (peeling off) 1mm2 or more due to handling. This report is being submitted for peeling of the coating of the insertion section found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.